Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarm occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. There was no reported adverse impact.